Event description:
It was reported that a patient with complex regional pain syndrome (crps) underwent a trial lead procedure with a boston scientific spinal cord stimulation (scs) system, which was unsuccessful. The patient subsequently underwent a second trial procedure with a different manufacturer system, which was also unsuccessful. The patient reported that following the second trial procedure, he became paralyzed and has remained homebound for approximately ten months. In both cases, the devices were not permanently implanted. Following the procedures, the patient also reported disturbances in sleep and a reduced appetite, resulting in weight loss. No further information could be obtained.